Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The shafts, hypotube, balloon, tip, markerbands and welds were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination presented no damage to the balloon or shaft. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 3.5mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 16-jun-2017. It was reported that crossing difficulties were encountered. The patient underwent a vascular access intervention therapy. The 99% stenosed target lesion was located in a moderately tortuous and mildly calcified basilic vein. A 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with a non-bsc balloon catheter of different size. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.